Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine equipment inspection the cs100 intra-aortic balloon pump (iabp) device could not be powered on, and the screen was black after power on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) states it was suspected that the power module was faulty. The customer has been informed that the device is unusable and needs to be replaced with spare parts. The customer currently does not agree to repair.

Event description:
N/a.